Manufacturer narrative:
According to the received information, this case seems linked to a vascular skin occlusion. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. The batch data was reviewed and found compliant to the applicable specifications. No element allows us to identify a defect in the quality and safety of this product.

Event description:
This case occured outside of the USA, in australia. The australian affiliate notified teoxane geneva of an adverse event on 19-mar-2024. A patient was injected with 0.5 ml of teosyal rha 2 in the lips. The same day, during the injection, the patient experienced blanching in the left upper lip. The capilari refill was analyzed and appeared to be superior to five seconds. The injector diagnosed the symptoms as a vascular occlusin of moderate intensity, and a firm massage was done, but no improvement was observed. Therefore, the injector treated the patient with hyaluronidase on the upper lip. Following this treatment, all the filler was dissolved, and the patient completely recovered.  The complaint was considered closed.